Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 511 mg/dl. The customer was admitted to the hospital. The customer was showing symptoms of vomiting, nausea, urination and dizzy. The customer was treated with IV drip. The customer was not wearing the pump at time of emergency room visit because he lost the pump. The customer was advised that we will send a new insulin pump.